Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11037r45, implanted: (B)(6) 2002, product type catheter; product ID 8781, lot# n389913001, implanted: (B)(6) 2013, product type catheter; (B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient had surgery to remove and replace the pump and catheter. The pre, and post-operative, diagnosis were ¿malfunctioning system¿ and ¿possible malfunctioning pump with catheter leak and hole in the back¿, respectively. It was said the patient developed severe withdrawal symptoms the week prior to this report date. The patient had severe headaches that produced significant impairment of function or incapacitation. The pump was last refilled on (B)(6) 2013. A dye study was performed and there were no apparent leaks at the time. The pump rotors were also checked and were said to be revolving. However, 18 hours after these tests, the patient developed acute withdrawal syndrome and was in severe discomfort at the time. The pump and catheter were both elected to be replaced. Intraoperatively, the surgeon identified the catheter and noted that it appeared to be sliced in two separate pieces. It was said that the catheter was seen to have a leak with precipitated drug in the wound. When the area was manipulated, the catheter fractured and the remaining pieces were attempted to be pulled out, which resulted in further catheter fractures. It was said, ¿rather than cause the patient increased pain, the remaining catheters were left in place.¿ there was a small csf leak noted and a purse string suture was placed around the deep fascial layers in an attempt to stop the leak. The patient had a CT myelogram on (B)(6) 2013 and it was determined that retrieving the catheter segments left in the patient, was necessary. On (B)(6) 2013, a procedure was done to ¿explore¿ the back wound and remove retained intrathecal catheter segments. The pre and post-operative diagnosis were the same; spinal leak with retained intrathecal catheter. The catheter was removed in its entirety. The wound was rinsed with a double antibiotic irrigant and closed. The patient¿s outcome was resolved without sequelae on (B)(6) 2013. The pump was used to deliver dilaudid at 0.39961 mg/day, bupivacaine at 4.0627 mg/day, and clonidine at 36.631 mcg/day.